Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information received on 5/15/2025: this was discovered while the fibertak was in the patient during an mcl reconstruction procedure on (B)(6) 2025. The anchor was removed, and no fragments remained inside the patient. The case was completed using an ar-3633sp self-punching fibertak. The case experienced a brief delay of a few minutes but proceeded without the need for additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-3670 fibertak biceps implant system failed during a procedure. No additional information was provided. Additional information requested on 5/13/2025.